Event description:
It was reported to tyco healthcare / kendall on december 15, 2006, that a customer had a problem with a dialysis catheter. The customer states, the doctor noticed small "braille-like bumps" on the exterior portion of the catheter. The radiologist was concerned that the material was breaking down so they removed the catheter "to be safe." Per the customer, it appears that this is not occurring on the inside of the line. The device was in place approximately 1 year and the customer reports no "unusual" cleaning substances were used. No ill-effects to the patient. The sample is being returned for examination.

Manufacturer narrative:
An investigation is currently underway. Once it has been completed, a follow-up report will be filed.